Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025, it was reported during a peg-j catheter change, it was noted there was an abscess in the stoma area. Due to the abscess, a new peg-j catheter was not inserted. Peg-j catheter will be reinserted after the existing infection has healed. The patient was started on an unknown oral antibiotic treatment. Duodopa was suspended.